Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the fenestrated bipolar forceps instrument during this reported event for failure analysis investigations. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the fenestrated bipolar forceps instrument was retracting stomach tissue, and when release large amount of blood loss occurred requiring conversion to open laparotomy. The surgeon was able to successfully place the first out of two sutures in the hiatus while retracting down on abdominal and stomach tissue. Then the surgeon went to move the arm slightly to change positions to prepare for the second suture when suddenly arterial bleeding started. The bleeding attempted to be controlled robotically with sponges, but the patient's blood pressure started to be affected and the decision to convert to an open laparotomy was made. The surgeon reported retracting tissue with both the fenestrated bipolar forceps instrument along with the tip-up fenestrated grasper instrument, but the fenestrated bipolar forceps were specifically retracting the stomach tissue, where the bleeding came from. Once convert to open laparotomy, the bleeding was able to be controlled and it was identified the bleeding came from the left gastric artery. The left gastric artery appeared to be transected and was noted that somehow during retracting it was cut. The surgeon was able to ligate the left gastric artery to stop the bleeding. The patient received six units of packed red blood cells along with fresh frozen plasma and platelets, the estimated blood loss was 3500ml. The patient was still hospitalized, with hopes of discharge soon. The patient had experienced complications of hypoxia, pulmonary embolism and is being treated with anticoagulation currently, and also delayed gastric emptying. The surgeon believed there could have been two things that could have happened to lead to this event. It was noted that there could have been too much force while retracting the instrument on the stomach tissue that caused the tear in the artery. It was also noted that the surgeon wondered if the artery got caught in the joint of the instrument, and during the movement of adjusting retraction with the instrument, that caused the tear in the artery. It was noted that there were no deformities, specifically within the tips of the instruments and the wrist or cables of the fenestrated bipolar forceps instrument and the tip-up fenestrated grasper instrument. There were no errors or faults intra-operatively. No energy was being used with the fenestrated bipolar forceps instrument, it was only being utilized for retracting during the event with the tips closed.